Manufacturer narrative:
Related components of device system: model number / catalog number: 720185-01, serial number: n/a, batch / lot number: 0149127010, model / catalog description: reservoir flat iz 100 ml.

Event description:
It was reported that the patient stated that his inflatable penile prosthesis stopped working. The patient stated that when he pumps nothing happens, he has seen his physician and was scheduled for a revision surgery in (B)(6) 2019. There is no more information available at the moment, if relevant information becomes available, it will be provided.